Event description:
Fractured left hip requiring open reduction internal fixation w/compression plate & screws. Four months later pt returned to surgery for nonunion left intertrochanteric fracture for open reduction internal fixation and exchange of hardware implants.